Event description:
Further follow-up revealed that an autopsy was not performed. The death certificate listed the immediate cause of death as acute respiratroy failure, acute myocardial infarction, urosepsis. Other significant conditions were listed as hypothyroidism, quadriplegia, seizure disorders, cerebral palsy, history or meningitis.

Event description:
Vns pt passed away due to heart attack. Neurologist indicated that the pt experienced a >50% reduction in seizures with vns therapy. The pt was receiving vns therapy at the time of death. Neurologist indicated that the relationship between the ncp system and the cause of death was unknown. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.